Event description:
It was reported that the device was inappropriately diagnosed as atrial fibrillation (af) due to premature ventricular contraction (pvc). No patient symptoms were reported. The patient will continue with regular follow-ups.